Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2012, (lot #272215) inratio2: 1.3. The same pt was tested 45 minutes - 1 hour later using a different inratio2 meter and strip lot. Date: (B)(6) 2012 (lot #271134) inratio2: 2.6. Both tests were performed by different operators. No pt information was provided. No lab reference value was provided. Caller believes that they are sticking the finger well before the green light comes on.

Manufacturer narrative:
Investigation pending.